Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have a bent main tube. The bending damage is located at the proximal end of the main tube where it connects to the chassis. There might be missing material from the main tube, but the size of the missing pieces cannot be confirmed. Components adjacent to this bent main tube did not show damage. The probable root cause of a bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
It was reported that the 8mm force bipolar instrument's shaft was broken. No fragment fell into the patient. The procedure was completed with no reported injury.